Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 11-nov-2021. Section h-3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The complaint lens was cleaned, and haptic damaged (bent) was observed. The complaint issue was confirmed; however, based on the fact that the lens was loaded, this may be attributed to handling during loading, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No non-conformance report was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: information asked but was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted; therefore, not explanted. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported as the doctor was inserting the intraocular lens (iol) into the patient's operative eye, the doctor noticed the haptic was bent before it was inside the eye. Cartridge tip had contact with the patient's eye. Doctor called for a new lens that was the same model and diopter size to complete the procedure. No further information is available.